Event description:
Hcp reported the pt was refilled in 2004 by a homecare organization. The pt then experienced lighteadedness and pain midline around the implant site. The pt was immediately brought to the clinic and then admitted to the hosp for observation. While pt was there they had some lab work done and an IV started for hydration. They were discharged the following day. A pump-o-gram was done 6 days later which was "impeccable." The physician believes this was a pocket fill. The pt "seems to be doing fine."